Event description:
It was reported that the user received a glucose falling quickly alert, experienced a blood glucose nadir of 56 mg/dl after accidentally entering multiple meal announcements without eating, and subsequently used small amounts of oral carbohydrates to correct. Customer care provided support that included a review of device data and user report, along with education on proper use of meal announcements and algorithm. Investigation of this case revealed user error due to repeated ¿ghost¿ meal entries that prompted excess insulin delivery, which can reduce automated insulin dosing accuracy. Symptoms included anxiety during the event which is associated with hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error and improper operation.